Manufacturer narrative:
(B)(6) . The returned lead was analyzed and visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the allegation of lead damage was confirmed. The investigation confirmed that the cause of the broken cables was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the left lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the left lead. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the other lead was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the left lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. (B)(6).